Event description:
Six months after receiving the device, this pt was electively explanted and re-implanted. During the six months that pt wore the device, the pt did not appear to benefit from the cochlear implant, despite normal device integrity test results. Subsequent device analysis results confirmed the suspect device malfunction.